Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer stated that her blood glucose did not register on the glucometer at the time of the event. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer stated that she was suffering from a cold and the flu at the time of the event. The customer also stated that she is a brittle diabetic. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.